Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the cartridge connection. Reportedly, the cartridge connection was secure. Customer's blood glucose level was 128 mg/dl.